Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis found that the cable had a slit in it and the device failed functional testing due to the cable being out of electrical specification. It was also noted that the lens was cracked and the label was delaminated. (B)(4).

Event description:
It was reported that the radio frequency (rf head) would not interrogate a device. The rf head was swapped out for a different one and the new one worked fine. The rf head has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radio frequency (rf head) would not interrogate a device. The rf head was swapped out for a different one and the new one worked fine. The rf head has been returned for repair. There was no patient involvement.